Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This supplemental report is being filed due to conclusion code added. Boston scientific received information that this right atrial (ra) lead was cut by surgeon during an open heart surgery. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right atrial (ra) lead was cut by surgeon during an open heart surgery. The ra lead was explanted. No additional adverse patient effects were reported.